Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient stated that the first time it was adjusted, it worked for a little while, but then the operation changed, so they went back and got an adjustment, and the second time, it worked well for a while, but now it is not working as well as it was. The caller stated that they noticed the therapy had not been working well for about a month and a half. The patient mentioned they get up maybe once a night, but when they go somewhere and come home, as soon as they pull into the garage, they have to pee, and they could not stop. The agent walked the patient through how to connect to the implant, and the patient was seeing that the communicator was too low to make adjustments. Patient will charge communicator and will call back for assistance making adjustments.